Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported they were having pain in their labia on the left side of the vagina. They stated they thought something was not working right. They stated they had horrible pain and hadn't slept in a week because of it. The caller mentioned they went to see their general practitioner and they checked and the patient did not have an infection or anything. The caller stated they turned therapy off and the pain had not subsided. The stated they still felt the pulsation even though it was off. Caller stated they spoke with their healthcare provider and they were told to call the manufacturer for reprogramming. The patient was redirected to their healthcare provider to discuss their symptoms and request to meet with a manufacturer representative. No further complications were reported or anticipated.